Event description:
It was reported that the pt's device was removed due to a pocket infection. No further information was provided. Add'l information has been requested from the hcp but has not been received by the date of this report. A follow up report will be sent if add'l becomes available.

Manufacturer narrative:
.